Event description:
It was reported there was a confirmed catheter fracture. The catheter was replaced. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the fractured catheter was replaced on (B)(6) 2012. The event was said to be due to a break in the catheter located at the distal (spinal) segment. An xray and CT scan were done on (B)(6) 2012. Sign and symptoms associated with the reported event was increased spasticity to limbs. The patient did require hospitalization due to the event. The patient outcome was reported as recovered without sequelae. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).